Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during an implant procedure after measuring parameters, high out of range pacing impedance was observed. The lead was repositioned at multiple locations; however, an unacceptable measurement was still seen. The lead was replaced. There were no patient adverse health consequences.

Event description:
It was reported that during an implant procedure after measuring parameters, high out of range pacing impedance and failure to capture was observed. The lead was repositioned at multiple locations; however, an unacceptable measurement was still seen. The lead was replaced. There were no patient adverse health consequences.

Manufacturer narrative:
Analysis was normal. No anomalies were found.